Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient. Product ID 3 7754, serial# (B)(4), product type: recharger. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient did not have stimulation on because it hadn't been helping. The implant site had been burning intermittently starting 3 weeks prior to the report. The patient did not have relief of her foot neuropathy since january. It was also noted that the patient could not access program b. It was further reported that the device was too complicated for the patient. It was stated that program a was making her left leg work. Program b was for the right leg, but it did not work. It was also stated that the "numbers went away" and "when she hit the right arrow to side b it does not work." The indication for use was non-malignant pain and peripheral neuropathy.